Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 24 cm distal to the df-4 connector pin), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. In particular the values measured during the mechanical and electrical analysis were within the specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, it was reported that r wave sensing dropped below 2 mv. A drop in lead impedance from 500 ohms at implant to 400 ohms was also observed. Patient was scheduled for an x-ray. On (B)(6) 2019, the lead was found to be dislodged and was subsequently explanted. During explant, tissue was seen in the helix of the lead tip. No adverse patient side effects were reported. Should additional information become available, this file will be updated.